Manufacturer narrative:
Unfortunately, the device involved was not available for evaluation. As a result, we are unable to determine a possible root cause of the reported problem. This incident will be added to the quality tracking system for trending purposes.

Event description:
During thorancentesis, catheter tip broke off inside patient. Patient required operation for retrieval.